Event description:
It was reported that battery housing was damaged during a primary hip procedure. A piece of plastic near the hinge broke off. The procedure was completed using another battery housing. The operation was not significantly prolonged, but the fragment that broke off was not found. Due diligence is in progress for this complaint; to date, no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source: foreign: "poland". Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, d9, g3, g6, h1, h2, h3, h6, h10. The device was not returned for evaluation. Review of the provided picture confirms a piece of the plastic hinge was broken off. Device is used for treatment. DHR review was performed. Device was 21 months old and is not out of box failure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.